Event description:
Original surgery was performed in 1989. Ten years post-operative pt presented with complaints of increasing pain and "loosening" of the component. Pt had decreased activities of daily living and increased symptoms with weight bearing activities requiring revision surgery to remove and replace all components.